Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. It was reported that the patient declined to be hospitalized for the event. A day after the event onset, the patient was started on unspecified intraperitoneal antibiotics (no further details reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.